Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that the clinician was unable to deflate the balloon at the inflation test before use. The balloon was inflated with saline. The inflation syringe was not removed from the gate valve when attempting to deflate the balloon. There were no patient complications reported.

Manufacturer narrative:
One fogarty embolectomy catheter without any attached components was returned for evaluation. No packaging was returned. The balloon inflated clear and concentric when inflated with 0.4 cc air. The balloon was again inflated using 0.15 cc water and the balloon inflated clear and concentric and did not leak. Balloon deflation was achieved within specifications at 7 seconds. The through lumen was patent without any leakage or occlusion. No visible damage to the balloon, windings, or balloon latex was noted. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The complaint of deflation difficulty could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.